Manufacturer narrative:
E.1. (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detected on bus. A field service engineer (fse) removed all cubies, cleared the debris, secured all connections, and rebooted the station. The hardware test application then opened and closed the drawer successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4.1 not detected on bus, failed to open and was unable to recover. The user rebooted the machine, but the issue still persisted the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.